Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and three shocks as inappropriate therapy for the patients atrial arrhythmia. Additionally, it was noted the patient was suffering an infection. Technical services (ts) was consulted and discussed stored episodes. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a0712. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for the patients atrial arrhythmia. Additionally, it was noted the patient was in the hospital with an infection not related to the implanted device. Technical services (ts) was consulted and discussed stored episodes. The local sales representative later confirmed that the device was reprogrammed to extend duration in the vf zone. This device remains in service. No additional adverse patient effects were reported.